Event description:
It was reported that following a breast biopsy, while removing the mammomarker, the plastic sleeve was sheared off. It was not left in patient; it was in the probe. The entire probe was removed. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.